Manufacturer narrative:
The device was returned. However, the evaluation and investigation have yet to begin. If additional information becomes available prior to the investigation conclusion, a supplemental report will be filed.

Event description:
An olympus sales representative reported that the evis exera iii xenon light source was providing a dark image during a therapeutic procedure. According to the initial reporter, the procedure was completed using the same set of equipment as the image was dark, but still visible. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus service center for evaluation. Service found that the customer used an incorrect lamp model. They used an maj-1817, rather than an md-631. In addition, the olympus lamp life meter was reading over 500+ hours. Based on the results of the investigation, the endoscopic image was too dark to see because of using an incorrect lamp, which caused a drop in the examination light brightness. The instruction manual states: "always use the examination lamp designated below. To order a new examination lamp, contact olympus. - xenon lamp maj-1817". Olympus will continue to monitor field performance for this device.